Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper and lower cases broken/contaminated. Battery release, lead flex cover, battery drawer, and lcd (liquid crystal display) are contaminated. Two sidebail covers and ring cover are broken. Battery contacts are compressed. Two side bails and battery drawer o-ring are missing. Keyboard pad is contaminated/delaminated.

Event description:
It was reported that the milliamps (ma) control button could not be adjusted on the external pulse generator (epg). The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.